Event description:
The customer reported the device failed after procedure and there was no clinical impact. No further details were provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received. B5: added additional information received.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported issue, although it is a possible sporadic failure. Based on the results of the investigation, the following are the probable causes; however, a definitive root cause could not be determined: - the entire image was blurred due to damage to the ccd unit. - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. - blurring the entire image occurred within the allowable range. - the entire image was blurred due to damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service found the light guide cover lens adhesive, the objective lens adhesive, and the distal end adhesive were worn. The image illumination was uneven. The up/down and left/right angles were out of specification. The up/down angle had play and was out of specification. The brake bending angle return was out of specification. The electrical safety test was out of specification. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported ¿poor image and bubbles¿ from the subject device. There was no clinical impact or injury reported due to the event. The device was returned to an olympus service center for evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This report is being submitted for the "poor image".